Event description:
Complaint description received is as follows; "the needle broke off inside the pt. The portion of the complaint device that broke off inside the pt was successfully removed using forceps.' A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial report, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint is related to an echo-hd-25-ebus-o-c device of an unk lot number. The echo-hd-25-ebus-o-c device involved in this complaint was not available to be returned for evaluation. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle bent during use resulting in needle breakage. The complaint information reported that the needle broke off on the last pass at the pt end; therefore, the needle was most likely damaged during a previous pass. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to pt anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the needle is advanced/retracted during the procedure it is possible that the kink resulted in a breakage. As the device was not returned for evaluation and conditions of device usage cannot be replicate din the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo-hd-25-ebus-o-c device involved in this complaint could not be received as the lot number of the complaint device was not provided. The notes section of the instructions for use that accompanies this device instructs the user prior to use to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The portion of the complaint device that broke off inside the pt was successfully removed using forceps. The pt did not experienced any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.